Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a visual inspection of the pump showed an undamaged keypad cover. All buttons responded appropriately during testing. The keypad cover was removed and evidence of contamination was found under all key contacts.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging the up arrow keypad button was intermittently unresponsive and requires increased force to elicit a response. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.